Manufacturer narrative:
(B)(4). Evaluation summary: evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a surgery, the stapler was fired halfway and then locked up and the surgeon was unable to continue firing or open the jaws of the device. There was 500ml of blood loss. No other adverse events were reported.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument and one endo gia* 45mm articulating vascular/medium reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned devices. The reported condition for this incident was that the instrument locked on tissue and partially fired. The instrument was received engaged with the reload. The instrument firing knobs were retracted to the 30 mark and the articulation lever was in neutral position. Visual inspection of the cartridge revealed that the reload was fully fired. The reload jaws were clamped with clamp button retracted to 2 cm cut line. The firing knobs were fully retracted and the reload jaws opened. The reload was unloaded from the instrument. Engineering evaluation of the reload cartridge found that the staple pushers from the mid to distal portion of the cartridge to be sub-flush with the cartridge surface indicating the device was applied to tissue thickness beyond the indicated range for use. Further engineering evaluation also noted damage to the knife bar laminate within the reload. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly and subsequent difficulty opening jaws after firing. The laminate variation was considered to be a secondary condition and has been addressed in current production. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. No functional test was performed on the reload pending engineering evaluation. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The returned products as received by medtronic were found not to meet specifications and the reported condition was confirmed. A review of complaint data reveals no trend for a device related failure for this condition, however, a manufacturing enhancement has been implemented. The root cause was identified as improper use with a secondary condition of variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.